Event description:
As reported, hemostasis was not achieved during use of a 5f mynx control vascular closure device (vcd). Manual compression was performed to achieve hemostasis. There was no reported patient injury. Blood was observed on the handle and shaft tip. Buttons 1 and 2 were depressed, indicating the device had been used. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, hemostasis was not achieved during use of a 5f mynx control vascular closure device (vcd). Manual compression was performed to achieve hemostasis. There was no reported patient injury. Blood was observed on the handle and shaft tip. Buttons 1 and 2 were depressed, indicating the device had been used. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned in a deflated and not retracted condition, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated deployment test could not be completed due to the device being received in a fully deployed condition and the sealant not being returned for evaluation. Additionally, button 2 was depressed successfully, and the balloon was able to be retracted without resistance. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review and product analysis, user-related factors (user error) likely resulted in the inability to achieve hemostasis event reported after device removal as the device was received with button 2 not depressed and the balloon not retracted. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis. As stated in the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button # 2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.